Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that at implant, the atrial lead dislodged after being positioned. The helix would then not retract, so a new atrial lead was placed instead. The patient was in stable condition throughout.